Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be reopened.

Manufacturer narrative:
(B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation papers allege pt underwent left hip replacement surgery on (B)(6), 2007 and right hip replacement surgery on (B)(6), 2009. An asr acetabular system was implanted into the left and right sides of her body. Since the surgical implantation of the right hip, pt has suffered symptoms including, but not limited to pain, swelling, inflammation, and limited mobility.